Event description:
Info received indicates, the brake will not hold or go into steer.

Manufacturer narrative:
The technician found the foot end brake/steer linkage was broken. The technician replaced the linkage to repair the stretcher.